Event description:
It was reported that the patient felt a "burning and sparky" sensation in the chest. The patient complained of feeling dizzy, being tired, and having chest pain. The physician attributed it to possible nerve damage. The implantable diagnostic monitor was explanted. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
This event occurred outside the us. All information provided is included in this report. If additional relevant information is received, a supplemental report will be submitted. Patient information is not generally available due to confidentiality concerns. Evaluation summary: (B)(4): the device was returned, analyzed and no anomalies were found.